Manufacturer narrative:
Additional h6 health effect - clinical codes: 1735 - bacterial infection. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and subsequent patient outcome could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (localized, driveline, and pump pocket), renal dysfunction, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2026 after developing worsening hypoxia. The family decided to proceed with comfort care. The patient had a difficult postoperative period that included continuous renal replacement therapy (crrt) and a tracheostomy, with yeast (candida) in their sputum and a tracheal aspirate infection due to the bacteria stenotrophomonas maltophilia. They also had a sacral decubitus which required debridement, and anemia which required blood transfusions.